Event description:
It was reported that when operating the right footswitch, after releasing, the system continues to move in a downward motion. No injury was reported. A field engineer was dispatched to the site and it was determined that the right footswitch needed to be replaced.